Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopy resection of the right upper lung, while the pulmonary parenchyma was being cut off, the stapler made a sound but did not fire and had a poor staple formation. The surgeon was unable to press the green button but was able to squeeze the handle. Another device was used to complete the case. There was no patient injury.